Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut down. Reportedly, the screen was black with no notification or message. The contact reported that the customer plugged the pump into a power source and stated it began working. The customer's blood glucose level was 140 mg/dl.